Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a 08-year-old female child patient's infusion set's tubing detached from hub prior to insertion due to missing glue. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.